Event description:
It was reported that the pump shut off unexpectedly. Customers blood glucose (bg) was "high"; although specific value was not provided. The elevated bg was addressed by correction bolus via pump. At the time of report the bg had decreased to 392.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.